Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: unknown screws. Catalog#: ni. Lot#: ni. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that following a stock temporomandibular joint replacement case, the patient dislocated the joint in the early post- op phase. Following a CT scan it was determined that during implantation the mandible component rotated slightly from its ideal position causing the dislocation. The mandible component was repositioned in a separate procedure later that day so that it sat in the fossa better and does not dislocate. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.